Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the obtuse marginal branch of the circumflex artery using an indigo system catrx aspiration catheter (catrx), a non-penumbra guide catheter, and a guidewire. During the procedure, resistance was encountered while advancing the catrx through the guide catheter. Subsequently, the catrx kinked mid-shaft. Therefore, the catrx was removed from the procedure. The procedure was completed using a new catrx, the same guide catheter, and the same guidewire. There was no report of an adverse effect to the patient.